Event description:
Customer reportedly received the following results on the compact plus system within 10 mins: 354 mg/dl, 149 mg/dl, and 166 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.